Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. Also, it was noted that the pacing impedance of this rv lead was high. Moreover, this clinical observations were most likely due to twiddler. Further, this rv lead was explanted. No additional adverse patient effects were reported.